Manufacturer narrative:
(B)(4). The receiver complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. Review of the receiver's data log found no error related to the incident. The device was determined to be operating within the required specifications without malfunction. The complaint of no audio output was not confirmed.

Event description:
Distributer contacted dexcom to report consumer experienced no audio output. The consumer did not report any medical interventions or injuries.